Event description:
During the pulsed field ablation procedure, air bubbles were noted when flushing the sheath. When inserting the non-abbott catheter (farawave) into the sheath, the physician noted a lot of air/bubbles when flushing. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.